Event description:
Coiling treatment of the basilar tip aneurysm. It was reported during procedure, the pt both vertebrals were in vasospasm and catheterization could no be achieved. Drugs were injected to counteract the vasospasm. Afterward, eleven axium coils were deployed and the physician noted a dissection occurred. An enterprise stent was required and placed in the left vertebral artery. No complications were reported with the pt as a result of the event.

Manufacturer narrative:
The devices involved the event will not be returned for eval as they were implanted in the pt. Model# and lot# of the other coils involved in addition to the one provided. Model# nc-4-10-helix, lot# 7778472 (2 ea), dom: 09/2009, exp: 09/2012. Model# nc-3-8-helix, lot# 7778470, dom: 09/2009, exp: 09/2012. Model# nc-2-6-helix, lot# 7778471 (6 ea), dom: 09/2009, exp: 09/2012. Model# nc-2-4-helix, lot# 7778469 dom: 09/2009, exp: 09/2012. (B)(4).